Event description:
The customer reported the subject device had a leak. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the insertion tube coating was peeling off. This report is being submitted for the malfunction (coating peeling) found by service during the device evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 19 years since the subject device was manufactured. From the device repair history, it was confirmed that the tip insertion unit and the operation unit were replaced in november 2016. Based on the results of the legal manufacturer¿s investigation, the insertion tube coating was likely peeling off due to stress applied during use of the device, external factors, or handling of the device. However, a definitive root cause could not be determined. During inspection and testing, service found the insertion tube was crushed, and a leak was observed due to damage of the insertion tube. There was a lack of curvature angle due to stretching of the angle wire. The light guide lens adhesive was peeling off, and the bending rubber adhesive was missing. The image guide bundle was stained. The main body operating unit, adjustment ring, and light guide mount were peeling. Scratches were observed on the operation part, eye piece, grip, angle lever, and adjustment ring. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.